Event description:
A male patient contacted lifecor customer to report a problem with one of his battery packs. The patient reports that this battery pack displayed a green fully charged led in the charger, but when placed in the monitor had no charge bars displayed in the battery indicator icon. The patient reports he then placed this battery pack back in the charger and the charger displayed a green fully charged icon and red flashing bad battery icon. Support asked the patient to remove and reinsert the pack in the charger. The patient reports the battery pack momentarily showed an orange charging icon and red bad battery icon then went back to green charged icon and red flashing bad battery icon. The patient's battery pack was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack has been completed. The reported problem was confirmed. The battery pack was received with 0 volt output. A defective u3 supervisory ic was found within the battery pack. The u3 supervisory ic had developed an internal short circuit, which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.